Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported during use the bd vacutainer® push button blood collection set had a missing sleeve cover for non-patient end cannula. This is report 2 of 2. The following information was provided by the initial reporter: the customer stated the needle was already retracted and the push button was missing. While taking blood from a patient the lab tech noticed blood pooling at the top of the specimen tube and running down the side of tube. After completing the collection and on inspection, lab tech noticed the end of the collection set was missing the gray rubber sheath.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer push button blood collection set had a missing sleeve cover for non-patient end cannula. This is report 2 of 2. The following information was provided by the initial reporter: the customer stated the needle was already retracted and the push button was missing. While taking blood from a patient the lab tech noticed blood pooling at the top of the specimen tube and running down the side of tube. After completing the collection and on inspection, lab tech noticed the end of the collection set was missing the gray rubber sheath.